Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged visualization of particles in tubing/chamber. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging visualization of black particles in tubing/chamber related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The device was returned to the manufacturer product investigation laboratory for further evaluation. The external and internal aspect of the device was evalauted and the manufacturer observed dust/dirt contamination throughout the device enclosure and airpath, which suggesting a source external to the device. Evidence of water ingress on blower and blower box was also observed by the manuafcturer. The manufacturer concludes there was no evidence of sound abatement foam degradation, but dust / dirt contamination and a small amount of liquid ingress was observed and are consistent with being from an external source. Section d8, d9, h2, h3 has been updated. Section h6 medical device problem code, type of investigation, investigation findings, investigation conclusions has been updated.